Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: kwt. This report is for unknown epoca/unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA original implant date sometime between 5-7 years ago. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4): it was reported that this patient underwent a revision surgery due to polymetric wear and post-op degenerative cuff failure. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the surgeon used the epoca shoulder system predominantly in osteoarthritic patients for which he performed a total prosthetic replacement using the metal backed glenoid. The surgeon has had to perform revisions due to polymetric wear. They present to clinic with deteriorating function and pain following good initial post-op improvements. He reports the revisions are being performed between 5-7 years post-operatively. This complaint involves 1 part. Comment - the affiliate had to create four complaints: (B)(4): revision due to polymetric wear - glenoid position; (B)(4): revision due to polymetric wear - functional wear; (B)(4): revision due to polymetric wear - post-op degenerative cuff failure; (B)(4): revision planned, unknown when. This report is 1 of 1 for (B)(4).